Event description:
On (B)(6), 2010, the patient contacted animas alleging that the meter remote was not sending information to the pump. The patient claimed that after he would test his blood glucose on the meter remote, enter his carbohydrates, program a bolus, and press 'ok' for the bolus, the device would get stuck on the hourglass symbol. The patient claimed that the meter remote would not do anything until the battery was removed. On the night of (B)(6) 2010, the patient claimed that the device got stuck on the hourglass symbol after programming a 1.45 unit bolus. After removing and reinserting the batteries of the meter remote, he reportedly delivered a 1.00 unit bolus. The patient claimed that his blood glucose (bg) went down to 45-50 mg/dl and he had developed a symptom of slurred speech which is common for him for low bg's. After receiving treatment with glucose tablets, the patient claimed that his blood glucose level went up to 112 mg/dl. The patient was concerned that he had received a total bolus amount of 2.45 units. A review of the pump revealed that 0 units were delivered at the time the hourglass got stuck on the meter remote screen. The pump history indicated that 1.0 units were delivered. This complaint is being reported due to the following conclusion: the patient claimed that he developed a symptom that can be associated with severe hypoglycemia after attempting to the alleged issue began.

Manufacturer narrative:
The meter remote was returned to animas for evaluation. The pump was not returned with the meter. A test pump was used for testing purposes. No activity outside normal use was observed in the meter history. The pump and meter powered up normally and paired successfully. An ezcarb bolus was successfully performed from the meter after a blood glucose check. Boluses were executed using the meter remote with no errors occurring. The meter passed rf testing. Analysis of the meter remote was unable to confirm or duplicate the complaint.